Event description:
Customer reported that the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced 2 power supplies and tightened the connectors. System operates as intended.